Manufacturer narrative:
An event of difficulty reaching the implant site and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. During procedure, it was reported that the physician had difficulty reaching the left atrial appendage and placing the occluder. Then, a pericardial effusion was observed on transesophageal echocardiogram (tee) and was treated with a pericardial puncture. The procedure was aborted and no device was ultimately implanted. The patient was reported to be in stable condition.